Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the connection part of the calcar planer to a rasp was broken during medical procedure. After it was checked under x-ray that there was no remaining broken pieces inside the patient, the procedure was continued.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade cutter was reported. The event was confirmed. Method and results: -device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition and a piece of metal from the lip around the hole on the underside of the planer had broken off. The broken piece of metal was not returned with the device. Examination of the returned device with material analysis engineer indicated fracture consistent with overload. -medical records received and evaluation: a review of medical records was not performed because no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review noted that there have been 3 other event for the lot referenced. Conclusions: the event was confirmed as per visual inspection of the returned device which noted that the device was returned in used condition and a piece of metal from the lip around the hole on the underside of the planer had broken off. Examination of the returned device with material analysis engineer indicated fracture consistent with overload. No further investigation is possible at this time. If any additional information will be received in future, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the connection part of the calcar planer to a rasp was broken during medical procedure. After it was checked under x-ray that there was no remaining broken pieces inside the patient, the procedure was continued.